Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of uterine perforation ("essure in the myometrial wall in the uterus fundus in contact with the right uterine horn crossing / uterine perforation"), salpingectomy ("left salpingectomy") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient would be treated with surgery (subtotal hysterectomy was planned at the end of (B)(6) 2017). At the time of the report, the uterine perforation, salpingectomy and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device, salpingectomy and uterine perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). On (B)(6) 2017: pelvic and lumbo-sacral CT-scan showed that essure was in the myometrial wall in the uterus fundus in contact with the right uterine horn crossing through serous membrane of the uterus over 6 mm and going in contact with ileal loop. No fistula tract or digestive thickening. No mass or adnexal collection. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed 546 cases. Salpingectomy. The analysis in the global safety database revealed 34 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3.266 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.